Manufacturer narrative:
Pentax video colonoscope model ec-380fk2p is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to an excessive force applied on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Ift loosened, leaky.